Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose event. The customer had symptoms such as shortness of breath, and feeling thirsty. Customer's blood glucose value was 33.0 mmol/l at the time of the call. Customer reported that the insulin pump could not read the blood glucose. Customer stated that she changed her settings and reservoir and infusion set was changed as well. Unable to troubleshoot for high readings due to customer was experiencing shortness of breath. Customer was advised to contact her healthcare professional and call back to complete troubleshooting., the insulin pump is not expected to return for analysis.